Manufacturer narrative:
Not returned. Conclusion: crm received info that the clinic rn contacted technical services again to request that a local sales rep perform a memory dump and retrieve the device for return and analysis. The rep was contacted. The rep contacted the county medical examiner (cme) and the funeral home was identified. The funeral home director was contacted and was told that this pt had an autopsy performed. The director indicated that no device was located in the pectoral region, however, there were several leads in the pocket. The director reported that the device may be located in the pt's viscera. The cme was contacted again and the rep was told to contact the ce records dept to obtain the location of the explanted device. Subsequently, info was received from the rep that the device could not be located. The cme expressed an interest in developing a procedure so that the dept. Can properly return explanted products back to the MFR.

Event description:
Boston scientific crm received info that this clinic rn contacted technical services to report that the pt, with this implantable cardioverter defibrillator (ICD) device, passed away in 2008. The clinic rn reported that the device had delivered eight shocks during a cardiac arrest that lasted approximately 33 minutes. There were no reported allegations or complaints against this device's operation, functionality or longevity.